Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, revealing extensive corrosion and debris within the upper bearings. Corrosion and debris contamination can cause excessive friction among rotating components, which may result in heat being generated. The drill attachment could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that during equipment testing, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.